Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip xtw was steered and grasped anterior and posterior leaflet 2 (a2/p2) on the central side. Clip failed the lock test prior to the lockline removal during the first lock test. Troubleshooting was performed but was unsuccessful. Clip was successfully removed from the patient and was replaced with mitraclip xt. Mitraclip xt was placed on the central side of anterior and posterior leaflet 2(a2/p2). Lock line was removed and the lock was tested and second lock test failed. Clip opened to 45 degrees. Clip was closed tight and the lock check was performed, and it passed the check. Clip was successfully deployed. Clip was stable. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.